Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box and alarm history revealed no activity outside of normal use. The returned battery cap and test cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump. All boluses were successfully delivered; no motor issues or any errors, alarms or warnings occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the motor flex/connector or to the pcb. The product performed within specification and the reported ¿motor issue¿ complaint was unable to be duplicated.